Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, d6a, g3, g6, h2, h3, h6, h11. Corrected: h6 (device code). No product was returned or pictures provided; a product evaluation could not be performed. A review of the device manufacturing records confirmed no abnormalities or deviations that could be related to the reported event. Review of the complaint history found no additional related complaints for this item and the reported part and lot combination. Radiographs were provided. As images are post-revision, sending them to radiology would not enhance the investigation. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported the patient underwent an initial procedure. Subsequently, the patient sustained a bone fracture and was revised approximately 10 weeks post-implantation. No additional intra-operative findings, device malfunction, or environmental conditions were reported. Attempts have been made and no further information has been provided.

Event description:
It was reported patient underwent a revision post implantation due to unknown fracture. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4): g2: report source australia. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g3, g6, h2, h3, h4, h6, h11. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported patient underwent a revision post implantation due to bone fracture. Attempts have been made and additional information on the reported event is unavailable at this time.